Event description:
It was reported that the customer was receiving multiple lost sensor alerts and calibration error alerts. The customer described being violently ill and that the sensor had a bent cannula. The customer also described experiencing low blood glucose levels. The customer stated that they were hospitalized on multiple occasions due to low blood glucose. The customer's blood glucose at the time of the call was 30 mmol/l. The customer treated themselves with manual injections and infusion set changes. Troubleshooting was done. Upon removal of the sensor, the customer found that the sensor was completely bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings. Also, found cannula bent. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used.